Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer's blood glucose level. As a result, technical support arranged for a replacement pump to be delivered, instructing the customer to keep the pump plugged into the power source to access features until the new pump arrived. The customer was also guided on returning the faulty pump to the manufacturer.